Manufacturer narrative:
Investigation pending. Additional product codes in addition to dio: dkz, dis, djg, djr, jxm, lcm and lfg.

Event description:
Customer reported potential false positive results with the triage 8, 25 test. The patient admitted to having thc in his system but stated no other medications/drugs were being taken. All analytes gave positive results: amp,bar, bzo, coc, mth, opi and pcp in addition to the thc that was expected to have a positive result. The customer stated that this was an emergency room patient; the reason for the visit, although requested, was not provided but the date was finally provided as (B)(6) 2015. The results were unconfirmed false positives; no confirmation testing was done.

Manufacturer narrative:
Reviewed the batch record for lot 357779, no issues with analyte recovery observed. Final release testing yielded results as expected with drug free urine (analytes all negative for every replicate). No sample will be returned, unable to rule out sample interference. Customer did not perform confirmatory testing on sample. No product deficiency was established. No corrective action required at this time.